Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The helix was reported to not extend after approximately 50 rotations of the helix mechanism at which time built-up pressure was noted to release. High out-of-range pace impedance measurements were also observed. The lead was extracted and replaced with a competitor lead. No adverse patient effects were reported.